Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient¿s peripheral (off-label). Lead was replaced due to coiling in the scs ipg pocket site. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.